Manufacturer narrative:
Sample was received for evaluation. The catheter was evaluated and the following observations were noted. There was a suture attached to the catheter material and a slightly mashed area 12.3cm from the connector. The device passed electronic, noise, linearity/hysteresis and signal drift tests. No lot information was provided therefore no manufacturing records could be reviewed. The root cause could not be confirmed based on the evaluation provided. No further investigation or corrective action is anticipated. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp monitoring system was used with the nihon kohden¿s patient monitor, there was an error of 7 mmhg between the icp monitoring system display and the nihon kohden¿s patient monitor. Then, the icp monitoring system was re-connected to the nihon kohden¿s patient monitor, it resolved the problem. The same pressure was displayed on the icp monitoring system display and the nihon kohden¿s patient monitor. There was no surgical delay and no adverse consequence to the patient.